Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink at the lap joint. Microscopic inspection revealed a partial separation of the imaging window at the lap joint. The distal housing of the transducer was observed complete, with no shattered pieces and no evidence of saline damage. The catheter could not be flushed, nor could the image characterization test be performed, due to the lap joint damage. The catheter was properly recognized by the imaging system when plugged into the motor drive unit during its testing. X-ray analysis found no discernible defect.

Event description:
Reportable based on device analysis completed on 20sep2021. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during the procedure a dark image appeared. There was no patient injury. However device analysis revealed a partial separation at the lap joint.